Manufacturer narrative:
Medications: antibiotics/amoxicillin 75 for ears, carafate and lidocaine for lumps on tongue, probiotics, 1 tablet fluconazole.

Event description:
A patient reported they had progressive worsening of diarrhea with no warning. They noted that a recent instance where they took a vinegar bath afterward. The symptoms began getting worse after the patient had fallen backwards on cement twice. They had to get two CT scans on their neck and head regarding the fall. They also noted they were taking medications, but they were for unrelated medical issues. They patient said they increased stimulation on the day of the report and felt stimulation, they had not been feeling stimulation for quite some time. It was reviewed that the body can adapt to stimulation and to monitor symptoms. The patient stated they would follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.